Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a thin plastic medication zip-lock bag was wedged between the back panel and the retractor band, causing a partial disconnection from the pyxis bus board on main station. A field service engineer (fse) removed the obstruction and reseated all station wiring, including the row board trays, after which the hardware failure was no longer present on the main station. Additionally, drawer 1 pocket a3 had hardware failure on the auxiliary device. The fse removed multiple debris and medication obstructions from the row board trays, including a blockage at cubie a3, after which the hardware failure was resolved. The system functioned as intended after the field service engineer repaired the device.